Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 6 occurred during the load sequence with multiple cartridges. Additionally, a cartridge was observed to be leaking. Blood glucose level was 211 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.